Event description:
During a colon procedure, there was an error code 5. There was no reported pt consequence.

Manufacturer narrative:
H6 cracked blade evaluation: the analysis results found that the device would not activate. Visual examination found an area of the blade that was discovered due to heat generated from connected between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. Therefore, the instructional insert states: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument.